Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot # was ur22075041; however, this lot number is not recognized by baxter. Initial reporter phone no (additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp microbore catheter extension set had difficulty with flushing/unable to flush; further described as "could not flush or give IV meds through the y port". The set was used with an unspecified syringe. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.